Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-oct-11. It was reported that at 4:58am on 2018-(B)(6) the patient's mother called the triage line and reported the patient was starting to display withdrawal symptoms. The patient was headed to the ER and logs showed the pump kept stalling. Pump logs indicated another motor stall had occurred on 2018-(B)(6) at 09:27 with a recovery on 2018-(B)(6) at 11:29. The clinical diagnosis was vomiting and sweating and the event resulted in in-patient hospitalization and an emergency room visit. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. It was specified that the baclofen in the pump was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1697.6 mcg/day via an implanted pump for intractable spasticity and head/brain injury. A motor stall was seen at initial interrogation and the patient did not recently have a MRI. The pump status and/or event logs report showed motor stall occurred. The patient started hearing an alarm on (B)(6) 2018 and the pump was interrogated on the date of this report and showed the motor stall. The rep was not with the healthcare provider (hcp) but was given this information over the phone. Reported symptoms included tachycardia and increased spasticity. The patient had been given oral baclofen and it was confirmed they planned to replace the pump the night of (B)(6) 2018. The pump would be sent back for analysis. The physician planned to decrease the flex dosing in half with the new pump and set the basal rate to 5.9 mcg/hr. The hcp was giving the patient oral medications including valium. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to withdrawal symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6) 2018 they received a call from the mother of the patient that his caretaker heard a single beep three times that day. The patient was not symptomatic at the time and was asked to come in the next morning to have the logs read. A script of oral baclofen was called in and the patient¿s mom was instructed if anything changed to come to the emergency room (ER). On (B)(6) 2018 the hcp received a call that the patient went to the ER; the night of (B)(6) 2018 when the device was read the motor stall recovery did not occur. The patient was put on the surgery schedule to have the pump replaced and his dose was reduced. It was reported the cause of the motor stall was the pump died prematurely. The pump was replaced and the event was resolved. It was unknown what the patient¿s weight was at the time of the event. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Correction to date in event medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: additional information was received from a healthcare provider (hcp) indicated on 2018-aug-02 they received a call from the mother of the patient that his caretaker heard a single beep three times that day. The patient was not symptomatic at the time and was asked to come in the next morning to have the logs read. A script of oral baclofen was called in and the patient¿s mom was instructed if anything changed to come to the emergency room (ER). On 2018-aug-03 the hcp received a call that the patient to the emergency room the night of (B)(6) 2018 [previously reported as 2018-aug-12] when the device was read the motor stall recovery did not occur. The patient was put on the surgery schedule to have the pump replaced and his dose was reduced. It was reported the cause of the motor stall was the pump died prematurely. The pump was replaced and the event was resolved. It was unknown what the patient¿s weight was at the time of the event. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.